Event description:
It was reported that the patient's blood glucose level reached 24 mmol/l (432 mg/dl). The pod was worn between 4 and 24 hours on the leg. It was noted that the pod fell off; the cannula dislodged from the site and was bent. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and no damages were observed to the device that would cause the reported dislodging. The cause of this event could not be determined. No bends nor kinks were observed to the soft cannula.